Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been five other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, a foreign material was found on the surface of the optic after implanted the iol. The coating material inside the cartridge was peeled off and remained as a foreign material in the patient's eye. At the time of irrigation/aspiration, it was peeled off with a cannula and removed outside the eye. The surgery was completed. There are three medical device reports associated with this event. This is case 3. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. A photo was provided that was indicated to be the associated iol for this file. The photo is dark. The lens is a toric model, axis marks are visible. An instrument is observed under the lens. A linear mark or material is observed on the left side of the photo. This appears to be on the posterior surface. A determination as to the nature or origin cant be made from the photo. The lens and viscoelastic indicated are qualified products. The handpiece used was an non- company handpiece, which is not a qualified handpiece. The product investigation could not identify a root cause. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Information was provided that a non- company handpiece was used. Company iols are qualified for use with the company handpiece. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction in smdr 1 conclusion code 11 and result code 102 was an error and removed. Result code 114 was updated. The manufacturer internal reference number is: (B)(4).